Manufacturer narrative:
(B)(4).

Event description:
On (B)(6). Dr had two et tubes fail the cuff check prior to an intubation. Device was not used on patient or any reports of harm/adverse events. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement. Associated to another complaint.

Event description:
On 12/22, dr had two et tubes fail the cuff check prior to an intubation. Device was not used on patient or any reports of harm/adverse events. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement. Associated to another complaint.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "failure to function - info not provided" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. A device history record review was performed, and no relevant findings were identified. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.